Manufacturer narrative:
In the returned state, the lead had been cut through 12 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. An explantation set was located inside the distal fragment, and a thread was tied to the distal fragment. The returned fragments were thoroughly analyzed. 21 cm and 23 cm distal of the df-1 connector pin, the insulation was found to be damaged by abrasion on the outside. This damage is with high probability the cause of the oversensing complained about. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against the housing and a partner lead. The distal lead fragment was found to be stretched by about 9 cm, and the rv shock coil was deformed. These damages were probably caused during the extraction. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 38 months after the implantation, ventricular oversensing was reported.